Event description:
It was reported that the surgeon revised pt's total hip arthroplasty due to dislocation. The shell was well fixed, however, surgeon removed the shell because his intraoperative assessment led him to conclude it lacked enough anteversion to prevent dislocation even after trailing a 40mm head and liner. The shell was replaced with a 58mm trident titanium shell and a 40mm liner and 40mm +2.5 ctaper head.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.